Manufacturer narrative:
Please refer to initial explanation under the description of the problem and investigation notes.

Event description:
The customer reported that the irrigation cannula detached from the syringe while the surgeon was irrigating the wound. No patient was injured. The product catalog number is 585158 visitec hydrossector .40mm flat end and lot number is 3119694.